Manufacturer narrative:
The device has been returned and evaluated by product analysis on 1/11/2017 with the following findings: a review of the pump histories showed the basal change history from (B)(6) 2016 to (B)(6) 2016 did not match the current basal program. A review of the total daily dose (tdd) history would appear to be inaccurate due to the user changing the basal program. During testing, the pump¿s ¿ez-prime¿ steps were performed correctly. The pump was exercised for 24 hours with no issues occurring. The pump passed a delivery accuracy test and was found to be operating within required specification and delivery accurately. The investigation was unable to duplicate the initial ¿inaccurate delivery¿ complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a history/settings (inaccurate delivery) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported as there is an allegation against the delivery function of the pump.